Manufacturer narrative:
On (B)(6) 2011 a bci field service engineer (fse) replaced the differential sample line per established procedures. Fse verified repair per established procedures and results meet published performance specifications. Root cause was attributed to a disconnected differential sample line.

Event description:
A customer contacted beckman coulter inc. (Bci) to report leak coming from under the laser area consisting of clenz, isoton, and blood. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and eye protection. No injuries occurred and medical attention was not sought. No report of exposure to mucous membranes or open wounds.